Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/27/2021, it was reported by a health care professional via mail that an ar-1934bcf-2 biocomposite suturetak suture anchor and a pushlock suture anchor were implanted in patient during a procedure. Date of the procedure and pushlock device part number is unknown. On (B)(6) 2021, devices are explanted from patient due to multiple cultures taken from the posterior knee. These cultures were positive for: staph aureus, staph epi, and staph hominis.